Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0957-2020. (B)(4). S/w 2.9b. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
03/07/2018 13:57:31 pst d. Carpenter (carped6) phone(B)(6) per japan note: the incident date is only approximate as the exact date is unknown. <event details> the mj support call center received a complaint as below. The reported pump was strongly struck due to a car accident. (The patient was the victim.) After that, the patient¿s blood glucose value was up to about 400 although it may not be related with the accident directly. On (B)(6), the patient consulted with a facility staff when she was on her outpatient visit and she contacted with the distributor. On february 22, an inspection of the pump was performed urgently. The patient was strongly worried about the continued use of the pump, so replacement of the pump was performed in order to use the pump safely. No further details given. Customer: (B)(6) hospital no purchase date provided RMA requested, but not created date of report*: (B)(6) 2018 (dd/mm/yyyy) complaint taken by*: (B)(6) email of employee taking complaint*: (B)(6)> por returned for missing customer purchase date and reason code needs to be corrected to z101 and ca03. No RMA created. (B)(6) 2018 08:00:57 pst d. Carpenter (carped6) phone :(B)(6). Updated por deferred to gst with purchase date (B)(6) 2017. RMA created. Por closed.